Event description:
(B)(4). Hysterectomy and bilateral salpingectomy scheduled for (B)(6) 2015 for removal of essure.

Event description:
(B)(4). Underwent hysterectomy and bilateral salpingectomy on (B)(6) 2015. Headaches, back pain, fatigue, pelvic pain and cramps, night sweats and joint pain ceased almost immediately. I have my life back.

Event description:
(B)(4). After essure implantation in (B)(6) 2011, I began suffering from daily headaches, pelvic pain and cramps, low back pain, severe fatigue, depression, unpredictable and heavy menstrual periods with severe cramping, spotting throughout menstrual and after intercourse, forgetfulness, night sweats, joint pain. Recent consult with gynecologist who is recommending a total hysterectomy to remove essure.